Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the stapler was fired without cutting. It's just a nail. No reported patient outcome.